Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported inaccurate readings with their sensor. Customer stated their blood glucose was 400 mg/dl and the sensor glucose was reading 70 mg/dl. It was also found the up button was intermittently responsive on the insulin pump. The customer also reported their blood glucose was low at the time of the call. Customer was treating their blood glucose with a soda. The customer was unable to troubleshoot for the keypad anomaly because they wanted to treat their low blood glucose. Customer declined to return the insulin pump for analysis.